Manufacturer narrative:
(B)(4). The report of a kinked guide wire was confirmed through complaint investigation based on the sample received. The customer returned an opened cvc kit including one swg in its advancer for evaluation. The guide wire had two kinks and one bend on its body. Signs-of-use were observed within the advancer tubing. The distal j-bend was slightly misshapen and was intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks measured 25mm and 38mm from the distal tip of the guide wire. The bend on the guide wire measured 115mm from the distal tip of the guide wire. The guide wire length measured 602mm, which was within the specification limits of 596mm-604mm per the guide wire product drawing. The kinks, the bend and the guidewire length were measured via calibrated ruler. The guide wire outer diameter (od) measured 0.799mm via calibrated micrometer, which was within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars)/18ga introducer needle assembly per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while m aintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." The guidewire was able to pass with little to no difficulty. A manual tug test confirmed that the distal and proximal welds were intact. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).